Event description:
I had an angiography by route of the femoral artery in (B)(6) 2008. After the procedure, the nurse handed me a brochure and said that I received the starclose device. No consent was given for this device prior to the procedure. After about 30 minutes when I got up, my right leg was mostly numb. I asked if his was normal and was told by the nurse: it can happen. I had difficulty walking to the car after being released. Several hours later, I started having severe pain down the inside of my right leg. Since the pain persisted for several days, a sonogram was ordered to see if I had aneurysm at the site of insertion. None were found. As a physician, I knew that my femoral nerve was being impinged upon, so I had a MRI done. It showed that the starclose device was in close proximity to the femoral nerve. It became obvious that the device was compressing upon the femoral nerve with certain movements of my leg. Specifically with abduction, external rotation and hip flexion. I saw the cardiologist who performed the procedure, dr (B)(6), and he said that this problem was not possible and dismissed the complication. I ended up seeing a vascular surgeon in 2009 to discuss resecting the femoral artery and removing the starclose device, but he said that it might be like jumping from the frying pan into the fire. In other words removing it was not possible. As a result, I apparently will have to live with limited activity for the rest of my life, endure a lot of pain because doctors like dr (B)(6) from (B)(6) don't want to tarnish their reputation by reporting complications. Reporting these problems is how dangerous products get removed from the market. Unfortunately, fear of lawsuits and perhaps egoic behavior, along with forms of kickbacks may prevent proper reporting. Hopefully, my time spent on this topic will help to prevent others from suffering like I have and will. No other complicating conditions exist hat may have influenced the outcome of this procedure. The starclose device was simply placed against the femoral nerve and is now periodically compressing upon it causing a permanent iatrogenic femoral neuropathy. Diagnosis or reason for use: chest pain lead to angiogram.